Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed. The physician revised the device by tightening the set screw on the device header which resolved the event. The patient experienced no consequences.